Event description:
The customer had an on-going issue with questionable calcium results. She provided results for three patients, two of the patients had discrepant calcium results. Patient 1, initial result was 16.0 mg/dl (accompanied by a data flag). The sample was repeated four times on the same analyzer giving 16.1 mg/dl (accompanied by a data flag), 16.5 mg/dl and 9.6 mg/dl twice. Patient 2, tested (B)(6) 2010, initial result was 12.0 mg/dl. The sample repeated on the same analyzer gave 9.5 mg/dl. None of the initial calcium results were reported to the physicians, the account repeats all high patient calcium results. No patients were affected. The calcium reagent lot number is 62802801. The field service representative did not find the cause of the discrepancies. He suspected a sample preanalytic issue and advised the customer regarding acceptable preanalytic techniques. The field service representative performed diagnostic tests and quality control to verify analyzer operation. All results were in range.

Event description:
Pump didn't deliver the proper rate. During hydration of pt, pump did not deliver the amount entered. Used rate of 500 ml/hr to deliver 1 bag. Pump ran for 2-3 hours before the occurrence.

Manufacturer narrative:
The investigation found the calcium quality control was well within the specified ranges. Retention samples of reagent lot 62802801 were checked and no precipitate was detected in the r2 bottle. The investigation determined the high results might have been caused by a pre-analytic issue as noted by the field service representative. The customer has changed to a new sample tube manufacturer. None of the original calcium results were reported.